Event description:
Report received of an overdose of heparin due to user error. The patient had two IV solutions infusing. The primary solution (a) was 1000ml of lactated ringers infusing at a rate of 100ml/hr. The secondary solution was 50,000 units of heparin in 500ml of normal saline infusing at a rate of 14ml/hr (b). It was reported that the rn in the post anesthesia care unit (pacu) was having difficulty programming the pump. The heparin solution was inadvertenly placed on line a instead of line b. The primary solution (lactated ringers) was placed on line b instead of line a. The institution usually hangs the primary solution on line a. While in the pacu, the patient had pt & ptt levels drawn, which were reported to be elevated. The physician ordered the heparin to be discontinued. In an attempt to discontinue the heparin, the nurse stopped line b and kept line a infusing. As a result, the heparin continued to infuse and the lactated ringers (lr) was stopped. Approximately 15 minutes later, the patient was transferred to the ccu. The receiving ccu rn discovered that the primary solution (lr) was off and the heparin solution was infusing. Teh heparin was discontinued, the lr was resumed as ordered, and the physician was notified. The physician ordered a pt and a ptt to be drawn and the heparin held. Approximatley 6 hours later the heparin was resumed. The customer could not recall the pt and ptt results. The patient did not experience any adverse effects. Though requested, no further information was available.